Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: eval 351.706s lot 7572999 mia-000895, magnum manufactured the 2.5mm reaming rod with ball tip/950mm sterile, p/n 351.706s, and lot number 7572999. The material and diameter of the reaming rod were confirmed to be correct. The part conformed to all dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the indeterminate root cause, and the evaluation performed by synthes, the complaint condition is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the 2.5mm reaming rod with ball tip is a component of multiple systems for the following applications: intramedullary nails, hindfoot arthrodesis nails, humeral nails, femoral nails and tibial nails. The 2.5mm reaming rod with ball tip is specifically used to secure the connection between the reamer head and the flexible shaft. Additionally, the rod is used to help guide the flexible shaft past the reduced fracture (technique guide j4557-I). The top-level drawing of the reaming rod (351_706 rev j) was reviewed. The drawing called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The product was received under the complaint condition ¿tip broken intraoperatively¿. The complaint description notes that the device was broken on the back table when the surgeon was attempting to but a ¿slight bend on the reaming guide¿. The reaming rods are made to be flexible over their full length, but can be brittle if a significant bending moment is isolated in a small area. The system technique guide does not suggest that the reaming rods be bent prior to use, as such the method of use which led to the complaint condition is not a recommended procedural step. The complaint is confirmed as the component did fail, however no design deficiency was identified. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The device did fail; as such the complaint is confirmed. The complaint description describes that the device failed when the surgeon attempted to bend the rod on the back table. As such the complaint condition is the result of method of use rather than a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a reaming rod broke during surgery. The device broke at the tip. It was reported the surgeon attempted to put a slight bend on the reaming guide wire while at the back table. While preparing to ream the tip broke off; the case proceeded as normal. Another guide wire was available for use. Patient status outcome was reported as good. There was a report of a five minute surgical delay. This report is 1 o f 1 for complaint (B)(4).